Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Maximum aneurysm diameter was 6.4 cm. Proximal neck was 29.8 mm in diameter and 22.3 mm long (including length covering the lsa). Distal neck was 32 mm in diameter. Prior to the procedure, the physician commented that there is a lot of thrombus on the aorta in the distal region. It was reported that the lsa was intentionally covered. During deployment, it was difficult to remove the delivery system due to the curvature of the aorta. On an unknown date after the tevar was completed, the patient had a low pulse in their left foot. The patient then had a cerebral infarction and expired. It was confirmed that the left foot occlusion, cerebral infarction and intestinal necrosis happened due to sma occlusion (shower embolism). After the procedure, the physician commented that the patient had a lot of mural thrombus; however, this is the first time they have had a shower embolism. The patient passed away two weeks after the procedure.

Event description:
Additional information received: the patient got taa at zone 3. Confirmed the pulse of the left leg was weak. Confirmed cerebral infarction and occlusion of sma. Confirmed shower embolism. A review of the pre-implant cta show an angulated (2 - 90deg bends) in the descending thoracic aorta. The taa is near the top of the arch. There is also an aaa; thrombus and calcification is present throughout the thoracic abdominal aorta, as well as the iliacs. Portions of the video of the implant angiogram procedure were also reviewed. It was noted that the 1st device was advanced into the ascending thoracic aorta; after 3 or 4 stent rings were deployed the stent graft was then pulled back approx 4 - 5cm, followed by deployment of the remaining stents. An additional stent graft was implanted in a similar fashion as the first (pulled back with 3 stent rings deployed), and ended up being placed approx 1/2 stent ring proximal to s-g #1. Ballooning was then performed throughout the length of the stent graft; the initial ballooning was performed proximal to s-g #2 (outside the fabric) and was then pulled back while still inflated. Stent graft #3 was then positioned proximal to the other devices (tip placed near the valve), 3 - 4 stent rings were released, and then the device was pulled back and deployment was completed. The final position was approx 2-3 stent rings proximal to s-g #2. Two additional ballooning events were performed (completely within the stent grafts), followed by embolization of the lsa. One day post-implant cta showed the lower portion of the descending thoracic (stent graft not visible), and the abdominal aorta. It appeared that the celiac, sma, and renals were all patent. It is possible that the multiple device pull-back's with the recommended # of stent rings, and ballooning outside the stent graft, may have contributed to the reported embolism events. The films were reviewed by an outside source: there is a lot of manipulation of the grafts and ballooning in the case. Really shaggy aorta. High risk for this complication even if less manipulation. Film review: pre-op images show a 6.6 cm thoracic aneurysm just distal to the left subclavian artery. The proximal neck is 36 mm in diameter and distally it is 33 mm in diameter. There is a 4.7 cm infrarenal aaa as well. There is ectasia and dilatation of the visceral segment of the aorta. Neither of these areas require an intervention. There is significant thrombus throughout the entire aorta. There is significant calcification and thrombus in the arch aorta and the left subclavian artery. These are grade IV plaque in the arch. Three devices are manipulated in the thoracic arch. The last piece is placed just distal to the left carotid artery. The devices are placed well into the ascending aorta, partially released and then pulled back into place. The devices are then ballooned with the reliant balloon. There is a catheter in the left subclavian artery and it is coiled at the end of the case. Impression: embolic stroke and cholesterol emboli due to multiple plaques and thrombus in the aorta. The patient was at high risk from this complication secondary to his underlying disease.

Manufacturer narrative:
B2: date of death is unknown. F10: device code: c53996 continued from block h6: evaluation codes, results: 313 inherent risk of procedure (death, emboli, occlusion) 317 patient¿s condition affected effectiveness of device (pre-existing condition (mural thrombus within the aorta) likely contributed to the embolic events. Anatomy related (angulated thoracic) likely contributed to the removal difficulties) evaluation codes, conclusions: 50 device failure/lack of effectiveness related to patient condition (pre-existing condition (mural thrombus within the aorta) likely contributed to the embolic events. Anatomy related (angulated thoracic) likely contributed to the removal difficulties) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event describedin the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the typeof event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Method: film evaluation.